Manufacturer narrative:
During use, of a mynx grip vascular closure device 5f, after the advancement of the shuttle, the physician tried to grasp the procedural sheath and withdraw it from tissue tract but the procedural sheath was blocked and didn't exit. The physician tried to repeat the operation with major force, but it didn't work. The plug was not released, the system was removed, and manual compression was started. The doctor also reported to have many issues in the past. There were no reported patient injuries. The device was stored in the cath lab for one month. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. This was a diagnostic peripheral procedure. The procedure used a retrograde approach. Femoral artery suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Manual compression was held for less than thirty minutes. The patient was not hospitalized. The stopcock of the introducer sheath opened prior to shuttling down. There was significant resistance when shuttling down. There was no excessive force applied when shuttling down. There was unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The device storage temperature did not exceed 25 °c. The target lesion was the right common femoral artery with little calcification. There was no tortuosity/angulation. There was no stenosis. The non-sterile 5f mynxgrip vascular closure device 5f involved in the reported complaint was not returned for evaluation. However, 3 sterile mynxgrip vascular closure devices from the same lot f1909103 were returned instead. The 3 sterile devices were returned in their original sealed packages, but not in a controlled temperature condition. Three samples were visually inspected and no anomalies/damages were observed. The shuttle down step was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. All three samples performed as intended per the mynxgrip instructions for use (IFU) and are deemed to meet specifications. A product history record (phr) review of lot f1909103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant device deployment jam¿ could not be confirmed since the complaint device was not returned for analysis. Additionally, the event was not confirmed for the sterile devices received for analysis. The reported ¿unknown device incident¿ in which the physician reported having issues in the past could not be confirmed as the devices were not returned. The cause of the failure(s) experienced by the customer could not be determined. Based on the information available for review, it could be attributed to the hydrogel pre-swelling or damages in the procedural sheath since the customer reported resistance shuttling down as well. It is not possible to determine what factors may have contributed to the other issues experienced without additional information or return of the devices. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis of the sterile devices suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot (B)(4), presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, of a mynx grip vascular closure device 5f, after the advancement of the shuttle, the physician tried to grasp the procedural sheath and withdraw it from tissue tract but the procedural sheath was blocked and didn't exit. There were no reported patient injuries. The physician tried to repeat the operation with major force, but it didn't work. The plug was not released, the system was removed, and manual compression was started. The device was stored in the cath lab for one month. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. This was a diagnostic peripheral procedure. The procedure used a retrograde approach. Femoral artery suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Manual compression was held for less than thirty minutes. The patient was not hospitalized. The stopcock of the introducer sheath opened prior to shuttling down. There was significant resistance when shuttling down. There was no excessive force applied when shuttling down. There was unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The device storage temperature did not exceed 25 °c. The target lesion was the right common femoral artery with little calcification. There was no tortuosity/angulation. There was no stenosis.